Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was implanted. The patient has experienced mild dyspareunia. The patient now has developed morbus sweet with recurrent skin infections. Additional information has been requested.

Manufacturer narrative:
(B)(4) - dyspareunia; skin infection; morbus sweet; morbus sweet syndrome occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.